Manufacturer narrative:
An investigation has been initiated. The returned sample has been forwarded to the MFR for evaluation. When the investigation is completed, a final report will be submitted.

Event description:
It was reported that at the beginning of a dialysis treatment a hole in the arterial lumen was noted.